Manufacturer narrative:
This report is submitted on august 2, 2021.

Event description:
Per the clinic, the patient experienced an abutment fall out. The patient was placed under general anesthesia on (B)(6) 2021, in order to replace the abutment.